Event description:
It was reported that the procedure was a percutaneous valve repair procedure. Using a preclose technique, the ironman guide wire was advanced retrogradely from right to the left femoral into the iliac in order to support the placement of non-abbott balloon catheters for closure of the vessel. The first balloon was advanced; however, met resistance with the vessel due to the heavy calcification. The second balloon was advanced and the same issue occurred. During retraction of the second balloon catheter, although resistance was not felt during retraction, the guide wire was observed to have separated approximately 20-30 centimeters distally on the guide wire. Due to the patients age and condition, no attempt was made to retrieve the separated piece of guide wire. The patient is reported to be fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.